Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent surgery consisting of t12-l1 partial laminectomies and decompression of the spinal canal and spinal cord, bilateral t10, t11, t12, l2, l3, and l4 pedicle screw instrumentation using synthes matrix instrumentation, bilateral on-lay bone grafting over the posterior elements from t11 to l2 using bone morphogenic protein and a combination of crushed cancellous cadaver bone graft and autologous spinous process bone graft. No additional information was provided. Reportedly, the patient sustained unspecified injuries.